Event description:
Customer's daughter reported customer received an inaccurate high glucose reading (156mg/dl) from their freestyle flash meter. Customer's daughter reported customer experienced symptoms of nausea and loss of consciousness. Paramedics were called and they obtained a reading of 25 mg/dl with their health care provider glucose meter and treated customer with glucose and sodium chloride intravenously. The customer was transported to a local hospital and diagnosed with severe hypoglycemia. The customer was treated with food at the hosp and had some lab test done. There was no report of death or permanent impairment. Note: customer did not wash their hands prior to testing which is a known cause for imprecise readings.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.